Event description:
It was reported that several days post-implant, the patient experienced apical pain. Increased threshold was observed. The lead was repositioned. A few months later, the patient presented in the ER with another episode of apical pain and increased threshold. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.